Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had an oozing incision site. The patient was treated with intravenous antibiotics. No adverse patient effects were reported. The rv lead remains implanted.